Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unknown infection cloudy pd effluent. The cause of the cloudy pd effluent was unknown. It was unknown if the infection was peritonitis. On unreported dates, the patient was hospitalized for the event for one week and was treated with unknown antibiotics (doses, frequencies, and routes were not reported). At the time of this report, the patient¿s pd effluent remained cloudy and the antibiotic treatment was ongoing. It was not reported if pd therapy was ongoing. No additional information is available.